Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. A review of the product's lot history was completed and was found to be acceptable per release criteria.

Event description:
An implant failed. Pt is reportedly fine. Pt is same pt as prior MDR report m566288, m574626, and m735884.